Manufacturer narrative:
Medwatch sent to FDA on 10/05/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with ¿edema¿ event reported for this batch. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the "midface: anterior medial cheek and zygomatic," the patient experienced "latent swelling, firmness, some pinkness, and inflammation" approximately one to two weeks post injection. Patient developed late onset of swelling in right cheek region very shortly after flight out of the country. Prophylactic antibiotics and prednisone were provided as treatment. Symptoms resolved two to three days post steroids.

Manufacturer narrative:
Medwatch sent to FDA on 09/14/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "latent swelling, firmness, some pinkness, and inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the "midface: anterior medial cheek and zygomatic," the patient experienced "latent swelling, firmness, some pinkness, and inflammation" approximately one to two weeks post injection. Patient developed late onset of swelling in right cheek region very shortly after flight out of the country. Prophylactic antibiotics and prednisone were provided as treatment. Symptoms resolved two to three days post steroids.